Manufacturer narrative:
The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that no capture was noted on the left ventricular (lv) lead. The lv lead was explanted, and a new lead was implanted. The patient was stable.